Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) touchscreen is not working. There was no patient involved.